Event description:
I got my allergan silicone breast implants in 2010; 3 years ago I started getting sick. I have documented fibromyalgia, chronic migraines, chronic fatigue syndrome, hair loss, a metal taste in my mouth. I tested positive for 12 toxic heavy metals. I live with constant bone and joint pain, numbing of hands, and feet, breast pain, depression and anxiety disorder. I know these toxic implants are slowly killing me. I can't use my health insurance to get them removed because the insurance companies say it is considered an "elective cosmetic surgery." What woman in her right mind would pay (B)(6) for a pretty set of breasts, then voluntarily ask a surgeon to remove them, disfiguring her body, and going through the pain and suffering of having an en-block-surgery-costing another (B)(6) out of pocket? There is only one sane, reasonable answer to that question. We want our health back but the FDA is not willing to help protect the hundreds of thousands of women who suffer from silicone sickness aka breast implant illness. Do some research for the love of god. A majority of women who can afford to pay cash to get their implants removed start regaining their health almost immediately after getting them out of their bodies. That's not by sheer coincidence. Silicone is toxic to the human body. Please stop protecting the mfrs and start protecting the hundreds of thousands of women who have silicone and saline implants. They really are making us sick. Please do the right thing. I have had so many tests done by a team of 8 different drs and specialists out of (B)(6) hosp. Too many to list, but I will gladly sign a release for all of my medical records. FDA safety report ID# (B)(4).